Event description:
It was reported via repair work order that the brakes could not remain engaged due to malfunctioned brake cams and the side rail could become unlatched during use due to missing compression springs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.